Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 30mm amplatzer pfo was chosen for procedure on (B)(6) 2022. During procedure, upon deployment of the device, the first disc in the left atrium presented with a balloon shape deformation. The device did not conform to its original shape. The device was removed from the patient prior to release from the delivery system. A new 35mm amplatzer pfo occluder was implanted successfully. The larger device was used as a 30mm device was not available. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
Subsequent to the previously filed report, additional information was received that reported there was no kink or angulation in the delivery system. There was no anatomical interference that was noted. No additional information was provided.

Manufacturer narrative:
An event of device deformity could not be confirmed. The investigation confirmed that the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.